Manufacturer narrative:
During testing the device alarmed with a check cassette p alarm code during the delivery accuracy test. This was found to be due to proximal pressure sensors calibration drift. The customer reported cracked case was confirmed. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with a check cassette alarm code that could not be cleared and a cracked case. There was no indication of a reportable malfunction. However, during verification testing at the service center during the pressure sensor was found to have drifted out of calibration.